Event description:
Additional information was received regarding the explant procedure stating that testing with high and low voltage shocks resulted in ruining the existing leads. Therefore, the physician elected to implant a single chamber device.

Event description:
Boston scientific received information that this lead was exhibiting impedance measurements less than 200 ohms and no capture despite maximum device outputs. The lead was surgically abandoned during an elective device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.